Event description:
The nurse went to the pt's bedside (unk if vent alarmed or was in-use). Pt's sats were 25-35 and pt was wet. Nurse proceeded to bag the pt. The pt was suctioned and sats rose to 1oo. The pt was fine for 15 min then seized for 5 mins. The trach was replaced. The md was informed.